Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, subsequently resuming insulin delivery. There were no frequent or recurring occlusion issues, and no additional assistance was deemed necessary; the case was closed by technical support.